Event description:
It was reported that the patient presented remotely via merlin.net. Upon review,  it was found that patient's implantable cardioverter defibrillator exhibited diagnostic measurement anomaly resulting in mode switching. No intervention was performed. There were no patient consequences.